Event description:
It was reported that a flipped pump had occurred and a revision was performed. The health care provider (hcp) revised the pump and cleared the catheter with no problems. The pump had 1,000mcg/ml and the hospital had 50mcg/ml, so the hcp was filling the pump on the back table in order to fill the tubing with the new concentration. The hcp was able to aspirate the reservoir but was unable to fill it. The hcp had expected 0.7ml but aspirated 1.5ml. The hcp then went to fill the pump and was only able to get 10ml in. The hcp aspirated the entire drug and noticed there was ¿some¿ air so he aspirated several times and then was able to get 35ml. The hcp planned to remove the drug, aspirate any air and attempt to fill again. The device system was used to deliver fentanyl. It was later reported that while a priming bolus was programmed on the back table to clear the pump tubing the hcp was attempting to refill the reservoir and it was still empty. The hcp connected the pump to the catheter thinking the pump tubing was free of all drug and programmed a prime of 0.199ml of pump tubing plus the catheter volume. It was determined however since the catheter was clear and the pump tubing was full the patient would get a bolus of 0.199ml which would be a 199mcg bolus. It was reported anesthesia had indicated the patient was fine, was hypertensive and they had given the patient extra fentanyl. The hcp was reportedly not concerned about the patient and did not want to stop the pump. The device manufacturer representative planned to stay with the patient to confirm she was okay. The representative believed the pump placement was subdural and it was noted the patient was still in pain at 500mcg/day. The fentanyl being delivered via the device system had a concentration of 1,000mcg/ml with a dose of 500mcg/day. It was later reported that the pump had ¿minimal¿ residual in the reservoir. It was reported the hcp had expected 0.7ml and got appr oximately 1.2ml. After having difficulties filling the pump, the hcp had removed the 10ml he was able to inject along with ¿plenty of air¿. The hcp was then able to get 35ml as reported but the pump reportedly would not take the last 5ml. The hcp then aspirated the 35ml and more air and was able to then put in all 40ml into the pump. The patient was reportedly doing great and feeling well.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer. (B)(4).